Event description:
Event description boston scientific received information that this device displayed an elective replacement indicator (eri) and was explanted. There was a concern that the device's battery depleted prematurely.